Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an infection associated with the hickman catheter is inconclusive based on the nature of the complaint. The clinical complication of infection cannot be replicated or confirmed with the returned catheter segment. The external segment of a hickman type catheter with a white luer adaptor was returned for investigation. Evidence of use was observed on the returned sample, which indicates that the hole most likely developed during use. A hole was found in the clamping oversleeve 3mm from the distal end of the crimp collar. The printing on the clamping oversleeve was partially worn from the clamping region and the area that is printed ¿.8mm ID¿, which indicates that the catheter may have been clamped outside the designated clamping area. Reference complaint record (B)(4) for the investigation of the hole in the catheter. There is no evidence that points to the cause of the alleged infection. The hickman catheter lot was processed through a validated sterilization cycle that is qualified to deliver a minimum sterility assurance level of 10^-6 per iso 11135. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of huan1659 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that after monitoring, the patient was found positive for clabsi.